Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's girlfriend was reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 530 mg/dl and the insulin pump had blank display. The customer's blood glucose is 513 mg/dl at the time of incident. The customer did experienced the symptoms such as nausea. The customer was treated by insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The customer stated that the infusion set cannula was bent. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.